Event description:
It was reported that in (B)(6) 2020 this cardiac resynchronization therapy defibrillator (crt-d) and unknown right ventricular (rv) lead exhibited oversensing, intermittent capture, low within range pacing lead impedances and a drop in the r-wave amplitude. The post implant x-ray shows a high rv lead implant position and physician reported it as septal. Technical services reviewed the available device data in the remote monitoring system and evidence suggested a lead revision had already been performed in (B)(6) 2020. It was recommended to complete a new x-ray to confirm lead position. The device remains in service. No adverse patient effects were reported. A request was made for the field representative to confirm details of the original rv lead and provide confirmation of the resolution to this case. Additional information: it was confirmed that a lead revision was completed to replace the unknown right ventricular lead. The cardiac resynchronization therapy defibrillator (crt-d) remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that in (B)(6) 2020 this cardiac resynchronization therapy defibrillator (crt-d) and unknown right ventricular (rv) lead exhibited oversensing, intermittent capture, low within range pacing lead impedances and a drop in the r-wave amplitude. The post implant x-ray shows a high rv lead implant position and physician reported it as septal. Technical services reviewed the available device data in the remote monitoring system and evidence suggested a lead revision had already been performed in april 2020. It was recommended to complete a new x-ray to confirm lead position. The device remains in service. No adverse patient effects were reported. A request was made for the field representative to confirm details of the original rv lead and provide confirmation of the resolution to this case.